Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown. The caller reported that they believe the customer went high and vomited before passing. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time period prior to passing. The caller believes the customer may have been performing a set change as the pump and pump supplies were found on the kitchen counter. The caller was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.